Event description:
Boston scientific received information that during a general device change-out procedure, the cardiac resynchronization therapy defibrillator (crt-d) would not release the atrial terminal pin of the right atrial (ra) lead and the ra lead¿s coil ended up unravelling and separating from the terminal pin. A new ra lead had to be implanted and the rest of replacement procedure went through as planned. The ra lead and crt-d are no longer in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This product was never returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.